Event description:
Patient was implanted with veptr on an unspecified date. Reportedly the device was rubbing and causing the pressure on the patients skin. It was reported the patient was thin. The veptr was prominent and the patients skin was breaking down. The surgeon monitored the patient and approximately two weeks later, the surgeon decided to keep the device implanted due to her skin adapting to the surgery. Reportedly the patients skin around the implant is improving and there is no need to remove the implant. Surgeon wants to keep the veptr implanted due to improved post surgical respiratory function from veptr. There was no reported issue with the implant function; however, the patients skin was not tolerating the implants due to her weight and size. The surgeon determined she was improving and the patients mother wants to keep in the device due to improved breathing from her child. This report is for an unknown veptr implant. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.